Event description:
It was reported that prior to a routine device replacement procedure, the device was interrogated, and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The pace/sense portion of the rv lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5568 implantable pacing lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).